Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the during treatment of a patient in cardiac arrest, the defibrillator delivered three shocks, however the fourth shock was not delivered with a "no shock delivered" message. It was reported that the involved patient died.

Manufacturer narrative:
The device was evaluated by a philips fse and the reported symptom could not be reproduced. The fse noted that she believed this issue to be consistent with patient impedance outside the range for delivery of therapy. One ECG strip was provided, showing dashed lines which indicates no ECG waveform. No strips were provided showing patient waveforms or the successful delivery of the first three shocks. The device passed all performance assurance testing and was placed back into use. Philips is unable to determine the cause of the reported issue however the "no shock delivered" error message reported by the customer is consistent with patient impedance outside the range for delivery of therapy, therefore we cannot rule out that there was no device malfunction.